Manufacturer narrative:
Other text: h6 codes updated. No device, event history log or error log was returned for investigation. The most porobable yet unconfirmed root cause of the 1210 error is a main board failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse turned the pump on and it was flashing error 1210 and could not get past it. No patient injury reported.